Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device stored episodes due to noise, no therapy was provided due to the noise. The device was programmed to primary vector and no noise was reproduced. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.